Event description:
During a positioning attempt of the subject lead, stylet extraction from the lead lumen became difficult. Using force, resulted in breakage of the outer lead body with coil extension. The lead and stylet were extracted from the pt. The stylet was removed by the physician, who commented that no blood residue was visible on the stylet. Another lead was subsequently implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.